Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock had movement and a residue buildup is present. Unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. The unit needs repair, and replacement of worn or damaged parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00270. A facility reported a complaint on the locking mechanism on the mayfield modified skull clamp (a1059). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.